Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a coronary artery drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The 20x3.50mm taxus liberte stent delivery system (sds) was removed from the protective hoop and it was noted that the stent strut was damaged. The device never entered the patient. The procedure was completed with a different device without complications. The patient's current condition is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned complaint device revealed distal end stent damaged. The stent delivery system (sds) was received with the stopcock attached to the hub. Examination of the sds revealed several rows of struts on the distal end were stretched and extended back at 45 degrees. There was blood and contrast media in the guidewire lumen indicating that the device was handled beyond unpackaging the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a coronary artery drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The 20x3.50mm taxus liberte stent delivery system (sds) was removed from the protective hoop and it was noted that the stent strut was damaged. The device never entered the patient. The procedure was completed with a different device without complications. The patient's current condition is listed as "good".